Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft break occurred. The 14x60x75 epic¿ stent system was advanced over a non-bsc guide wire. The stent was successfully deployed without issue. Upon removal of the delivery system over the wire the stent cover stuck on the wire and suddenly separated into two parts. The device was easily removed from the patient and the procedure was concluded. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - the inner shaft was completely separated from the epic stent delivery system (sds). There were numerous kinks throughout the inner shaft. The handle was opened up to analyze the components and the inner bond. Microscopic inspection of the handle components and inner shaft revealed that the inner shaft was appropriately bonded to the female luer. The inner shaft had 2mm of residual adhesive on the proximal end which is within specification. The inner diameter (ID) of the catheter was measured at the distal tip and inner separation and found to be within specification. The guidewire used in the procedure was not received with this device. A .035¿ amplatz super stiff guidewire was used for functional testing. Functional testing was performed by loading the guidewire into the tip and inner separation of the device; however, the guidewire was unable to be advanced past the kinked inner shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. There was no evidence of any material or manufacturing deficiencies contributing to the inner shaft kinks or the reported separation and difficulty with the guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 14x60x75 epic¿ stent system was advanced over a non-bsc guide wire. The stent was successfully deployed without issue. Upon removal of the delivery system over the wire the stent cover stuck on the wire and suddenly separated into two parts. The device was easily removed from the patient and the procedure was concluded. No patient complications were reported and the patient¿s status is stable.